Event description:
A malfunction was reported as the pump battery depleted too quickly, leading to a shutdown. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support educated the customer about the reset conditions and confirmed they were able to resume insulin. Additionally, a replacement pump was sent to the patient.